Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer was sent a replacement device to resolve the reported issue. The root cause of the reported issue was not determined.

Event description:
The customer contacted stryker to report that their device did not emit audio prompts when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device did not emit audio prompts when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The root cause of the reported problem was due to a depleted battery.